Manufacturer narrative:
(B)(6) 2015 02:46 pm (gmt-5:00) added by (B)(6) ((B)(4)): the replaced fresh gas pressure transducer printed circuit board was returned for investigation. The pc board was investigated using simulated use testing and was found functioning normally and all tests passed without deviations. The received test log shows that the inspiratory & expiratory valve test and the pressure transducer test failed due to a fresh gas pressure transducer offset fault. The fresh gas pressure transducer had an 0 volt offset instead of the normal approximately 2 volt. We have not been able to determine the root cause of the reported fault as the fault could not be reproduced in laboratory environment.

Event description:
The event description in the initial report was unfortunately incorrect. The correct event description is as follows: it was reported that the system check out failed the inspiratory & expiratory valve test and the pressure transducer test due to a fresh gas pressure transducer offset fault. There was no patient connected to the anesthesia workstation at the time of the event. Manufacturer reference # : (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is completed.

Event description:
It was reported that while on patient, the medical personnel were only able to inflate the patients lings but not deflate. There were no patient injuries reported. (B)(4).